Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that they reviewed the logs and the issue was cleared when the system was restarted. No fault was found. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information that the image acquisition system (ias) was in standalone mode when booted. There was no patient present when this issue was identified.